Event description:
Caller reported a malfunction on the pump with a code displayed as malf 12, which was resettable. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump and assisted the caller in completing the reset. The malfunction code did not recur after resetting, and the customer was instructed to continue using the pump while being advised to call back if the issue recurred.